Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) was explanted due to patient was experiencing intermittent chest wall stimulation in various positions. Possible micro perforation was suspected. No additional adverse patient effects.